Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a pump in the biomed department had a tag on it that read, "infusion too fast 2-4 hrs per 24 hrs." Without any additional information or report of patient harm.

Manufacturer narrative:
The customer¿s report that the pump infused too fast was not confirmed. Physical inspection noted the device to be in good condition with the instrument seal intact. The concomitant pcu and its logs were not received, therefore limiting the information available about specific infusions programmed. The pump module event log shows that on (B)(6) 2016 at 08:26 pm a basic infusion was programmed at a rate of 13.995ml/hour with a vtbi of 163 ml; the infusion completed the next day, (B)(6) 2016, at 08:06 am. At 08:35 am a basic infusion was started at the same rate with a vtbi of 20ml; the infusion completed at 10:00 am. At 10:01 am a basic infusion was started at the same rate with a vtbi of 2ml. This infusion was paused and the device was channeled off at 10:07 am. The log shows a total volume infused of 185ml. The volume infused for each of the individual infusions cannot be determined. Functional testing showed the device was infusing within specification. The root cause of the customer¿s report of infusions completing too fast was not identified.